Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink system continu-flo solution sets would not connect at the end of IV tubing to the filter connection point of a clearlink system non-dehp extension set. During connecting the filter to the tubing, the ¿connection was not locking and was spinning¿ and the lines were ¿very easily¿ able to be pulled apart. There was not patient involvement. No additional information is available.